Manufacturer narrative:
This is one of two reports d10: 2106143 02-012-44-2009 - logic tibia implant psc insert, sz 2, 9mm. H6: the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, and tibial loosening. Or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided.

Event description:
On (B)(6) 2012, a 68 y/o, female patient with a bmi of 20, underwent implantation of an insert tibia logic psc sz2 9mm, serial # (B)(6). On (B)(6) 2019, approximately 86 months post implant, the patient underwent revision due to osteolysis/ mechanical loosening. Additional information reported via a legal notification: the plaintiff underwent right knee revision surgery due to accelerated and preventable wear of the optetrak logic psc polyethylene tibial insert. The plaintiff has suffered and continues to suffer permanent and debilitating injures and damages, including but not limited to, significant pain and discomfort; gait impairment; poor balance; difficulty walking; component part loosening; soft tissue damage; bone loss; and other injuries which all require ongoing medical care. No further information tibial implant reported under MDR#1038671-2020-00397

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: g3/g4, h6 the following sections were corrected: d1/d2a/d2b, h6 . MDR section codes updated/corrected: e the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, and tibial loosening. Or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.